Event description:
It was reported that multiple malfunction alarms, and cartridge alarms occurred after the customer dropped their pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not impacted by the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.